Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported when the green start button of the autopulse platform (sn (B)(6) is pressed, the lifeband sizes as expected. However, the lcd screen displays strange lines or symbols and sometimes shows a blank screen. According to the customer, this issue was observed multiple times during daily checks. Initially, it occurred occasionally and wouldn't reproduce. However, a couple of days later, the screen consistently failed to display correctly. No patient involvement.

Manufacturer narrative:
. The reported complaint with the lcd screen of the autopulse platform (sn (B)(6) was confirmed during a visual-functional inspection. The root cause of the reported complaint was the defective lcd screen with the transmissive board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in november 2018 and is almost 7 years old. Review of the autopulse platform's archive data did not reveal any significant discrepancies or error messages. Upon the initial functional testing, the autopulse platform powered up without fault or error. The lcd screen was missing pixels and was unreadable. The defective lcd transmissive assembly must be replaced to resolve the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).